Event description:
It was reported that during a da vinci-assisted sleeve to bypass revision surgical procedure, the sureform 60 stapler instrument moved non-intuitively. The procedure was completed with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: the sureform 60 stapler instrument was inspected prior to use with no issue. The issue occurred with the surgeon¿s head inside the surgeon side console¿s (ssc) high resolution stereo viewer when attempting to manipulate instruments from the ssc. It was unknown if the movements of the surgeon scaled appropriately to the instrument. The instrument movement was in the opposite direction; therefore, the surgeon stopped using the instrument immediately. There was no instrument-to-instrument or system arm-to-arm interference, or any external collisions. The instrument was replaced due to persistent issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The sure form 60 stapler has been returned and evaluated by the failure analysis team. The reported issue with the instrument could not be replicated or confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected. Additional observation(s) not reported by site: the instrument was found to have failed the engagement test based on log review. The instrument was installed on an in-house system and passed the mechanical engagement sequence on 3 of 3 attempts. Engagement log review of customer system confirmed one engagement failure with error code 22020 indicating engagement on the roll axis.

Event description:
Refer to h10/h11 for follow-up information.